Event description:
On 10/25/1999, the account reported a negative axsym hepatitis c virus result (s/co= 0.23). Pt was tested at another lab with the immunoblot assay and was positive. The sample was retested on the axsym and was positive (s/co=43). On a third method (unknown) the pt was also positive (s/co=38). No injury reported.